Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that the act button was not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.